Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-12693; 2938836-2019-12695. It was reported that noise was noted on the rv lead. Rv lead revision scheduled during a device change when device was at eri. Lead testing and fluoroscopy were normal but there was blood in header in the atrial and ventricular ports. It was suspected that the issue was excessive blood in distal portion of header with possible sealing ring failures on the atrial and ventricular ports. The atrial and ventricular leads were left in place. The device was explanted and replaced. Patient was stable.